Event description:
The pt received two trial leads with the same lot number. It was reported the pt had a headache postoperative, and the physician removed the trial leads and performed a blood patch. It was reported the pt did have a cerebrospinal fluid leak. Follow up identified the symptoms had resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.